Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient with possible pseudo suction during flap creation. Midway through the procedure the patient's eye rotated and bounced slightly. The flap was completed without any other complications. The quality of the flap had minimal chatter, easy lift, and good bed. Pachymetry measured to be 108um. Flap was programmed to be 110um at a 9.0 diameter. The technician who prepped the patient for pre-op stated the patient was nervous and smelled a little of alcohol.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The reported treatment could be identified in the logfile. The logfile showed during start-up of the system the vacuum, the energy and the ablation tests were performed without problem. Review of the logfiles showed no errors or any warnings regarding vacuum/suction occurred during the reported treatment. The reported problem could not be confirmed during logfile review. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).